Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.